Manufacturer narrative:
Medivators makes no claim on high-level disinfection efficacy when reprocessing instructions are not followed, or when an incorrect hookup or parameter set is utilized. The operator manual states, "selecting an incorrect endoscope type, parameter set, and/or hookup connection may prevent an endoscope from being properly disinfected; do not use the endoscope on a patient if this occurs." Medivators is not aware of any adverse clinical event associated with this incident and is filing this MDR because high-level disinfection of devices processed in the advantage plus aer cannot be guaranteed unless devices are processed in accordance with medivators instructions for processing and use. A steris account manager counseled user facility personnel on the importance of using proper hookups and parameter sets for their advantage plus aer units. No additional issues have been reported.

Manufacturer narrative:
Investigation of the reported event is in process; a follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that they were using the incorrect hookup and parameter settings during reprocessing of endoscopes with their advantage plus endoscope reprocessing system and the scopes were subsequently used during patient procedures. No report of injury.